Manufacturer narrative:
The DHR for this chair was reviewed; the device met all specifications prior to distribution. The reported failed part (arm bar) has not been made available by the end user. Chair has been repaired with replacement part and client is currently using the device. Once failed component is made available, it will be returned to parent company for analysis. A follow-up report will be submitted upon receipt of analysis report from parent company.

Event description:
Reports while transferring into seating from a standing position, the right armrest bar broke allowing end user to fall forward on to the ground causing injury.

Manufacturer narrative:
Parent companies investigation shows that no other similar cases were reported as incident or complaint. Inspection show that most likely an earlier impact break had occured. Impossible to tell if this came from mis-use or if it is a production fault. In- and external tests show that requirements are met during testing of the affected component. Single case incident where all tests show that this bracket is manufactured according to requirements.